Event description:
Boston scientific received information that farfield oversensing with pacing inhibition on the atrial channel was observed. It was noted that the device was programmed to aair and the patient does not have an underlying atrial rhythm, but has an underlying ventricular rhythm. Technical services discussed programming options with the sales representative. The device and non-boston scientific right atrial lead remain implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.